Event description:
It was reported that during use with bd vacutainer® buffered sodium citrate (9nc) blood collection tubes the tubes are overfilling. This occurred with 16 tubes of lot# 3016599 and 6 with lot # 3016603. Patient information was not able to be obtained, it was stated that the patients were re-drawn. The following information was provided by the initial reporter: customer reports that tubes are overfilling, causing the need for redraws.

Manufacturer narrative:
H.6. Investigation summary: bd received [4] samples from lot 3016599, [5] customer samples from lot 3016603and [1] photo for investigation. The photo was evaluated and does not show the customer¿s failure mode of overfill. Sufficient volume is achieved when the blood draw falls above the minimum fill indicator and below the bottom of the shield. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. The samples from both lots were visually inspected with no issues being identified. The customer samples and 10 retention samples were draw tested. All tubes were within specification limits. Draw testing of the samples and retentions do not reveal overfill. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 3016599. D.4. Medical device expiration date: 31-oct-2023. H.4. Device manufacture date: 16-jan-2023. D.4. Medical device lot #: 3016603. D.4. Medical device expiration date: 31-oct-2023. H.4. Device manufacture date: 16-jan-2023. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd vacutainer® buffered sodium citrate (9nc) blood collection tubes the tubes are overfilling. This occurred with 16 tubes of lot# 3016599 and 6 with lot # 3016603. Patient information was not able to be obtained, it was stated that the patients were re-drawn. The following information was provided by the initial reporter: customer reports that tubes are overfilling, causing the need for redraws.